Manufacturer narrative:
Physio-control further evaluated the device. In a temperature chamber (30 degrees celsius and 90% humidity), the device was observed to randomly power on and off. Physio determined that the cause of the reported issue was due to a failure of the analog pcb assembly. Further component cause could not be determined. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third-party service agent contacted physio-control to report that a customer's device powered on automatically. The service agent upgraded the device's software but this did not solve the power on issue. If a device powers on automatically, it will deplete the battery and the device might not available when it's needed for therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
MFR narrative of initial report indicates: physio-control further evaluated the device. In a temperature chamber (30 degrees celsius and 90% humidity), the device was observed to randomly power on and off. Physio determined that the cause of the reported issue was due to a failure of the analog pcb assembly. Further component cause could not be determined. A replacement device was provided to the customer under warranty. MFR narrative of initial report should indicate: physio-control further evaluated the device. In a temperature chamber (30 degrees celsius and 90% humidity), the device was observed to randomly power on and off. Physio determined that the cause of the reported issue was due to a failure of the analog pcb assembly. Further component cause could not be determined. The device was no longer under warranty and the customer agreed on having physio dispose of the device.